Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) lends exchange procedure, the patient still experiences a positive astigmatism; this replacement lens was implanted vertically so the vault is bigger. The lens remains implanted. If additional information is received, a supplemental medwatch report will be submitted. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.